Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not "functioning properly" and they cannot get patient activated symptoms to mark on the device. The icm remains in use. No patient complications have been reported as a result of this event.